Manufacturer narrative:
Concomitant medical product: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the patient reported a blank implantable neurostimulator recharger (insr) screen. The insr was plugged into an ac power source, but did not charge. There was a light on the desktop charger. The connector pin was not loose or broken. The insr was not beeping and could not be reset. The indication for therapy was spinal pain. On (B)(6) 2016 additional information received from the consumer reported that the implantable neurostimulator recharger (insr) had been broken for a few months and stimulation had not been on due to the broken insr. The patient had received a replacement insr, and requested help to restart the ins. Implantable neurostimulator (ins) overdischarge was suspected. It was unknown when the patient had last charged the ins or last felt stimulation. The patient stated the last time this had happened, she received help from a manufacturer representative to reboot over the phone in five minutes. The patient further stated she was not going to the healthcare professional for something that took 5 minutes. On (B)(6) 2016 additional information received from the consumer reported that the battery died and was still dead as they were having trouble getting it started again. The patient had met with a manufacturer representative to try and resolve the stimulator not having effect and the issue was not resolved. The patient noted that prior to this issue the stimulator had not given them relief and the battery inside them was bothering and painful. On (B)(6) 2018 additional information was received from a patient. It was reported that their battery is completely dead and won't work and her system is MRI safe but battery has to be on to get MRI. Patient stated that she either wants to upgrade her device so that it stimulates all her back and not just her lower back or to just have device removed. Patient said she wondered if there was a different device or if her current device could be reprogrammed to stimulate all the way up her back. Patient said the reason why she stopped using the device as much and why battery died in the first place was because the device was not stimulating the area that was hurting her anymore. It has been about 2 years and she had a rep come and try to jump the battery but that rep couldn't get it done. Patient tried to jump her battery at home and she was given 'all the codes, all the bunch of codes you can do' over the phone. That didn't work so therefore the implant hasn't worked in over 2 yrs. Patient said that rep told her she probably needed a replacement battery because it was most likely shot but patient had shoulder surgery in the meantime so she was focused on that and not taking care of her back at that time. Patient was redirected to their hcp. Patient said since there is no rep in the doctor's area, she couldn't contact the rep today. Later, rep stated that they will reach out to the patient. No further complications were reported/anticipated. On (B)(6) 2018 additional information was received from the healthcare provider (hcp) stating that the patient told them their battery in the neurostimulator was dead. Technical services asked and the caller stated it had been dead for two years. It was reviewed thea the implant was likely in overdischarge. The hcp stated that the MRI scan was of the elbow. Technical services recommended that the patient follow-up with their managing healthcare provider (hcp) to address the device being dead or have them fill out the MRI eligibility form to confirm the patient was indeed full-body eligible. The caller mentioned the patient had had previous MRI¿s of the elbow before so they believed they were full-body eligible. It was indicated that the MRI was unrelated to their device/therapy. No symptoms were reported. The event occurred in 2016 (two years ago). No further complications were reported/anticipated. On (B)(6) 2018 additional information was received from the rep. It was reported that they spoke to patient for the first time on (B)(6) 2018. Patient was formerly working with a different rep. The cause of device being completely dead/device not stimulating was that patient had not charged or used her stimulator in over two years. The overdischarge was confirmed and patient could not connect with remote or recharger. Rep tried to walk patient through connecting with both external devices over the phone. Patient stated that they met with the other rep many times and tried to troubleshoot. Unknown exactly what was done. Patient would like a battery replacement at the time of the report. Patient's weight was unknown. The rep spoke to the hcp after they spoke to the patient. Hcp was aware of the situation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The caller called to page a manufacturer representative (rep) to verify the patient¿s system for an MRI. Technical services redirected the caller to the healthcare provider (hcp), since the ins hadn't worked for 2 years. Technical services reviewed with the MRI technician that MRI mode is a way to verify that the patient qualifies for a full body MRI, unless the hcp can fill out a form to verify the patient¿s eligibility. It was also discussed with the caller that therapy must be off for a MRI, but given the battery state, there is no absolute way to confirm if the implant is on or off. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.